Manufacturer narrative:
Investigation report: a trend analysis shows that there are no increased trends of medical complaint for the reported lot number 12863. A batch record review did not reveal any deviations or other observations that indicated any product deficiencies. All chemical and microbiological test results were within the specification limits. No corrective actions will be implemented by the manufacturer. Q-med comment: a casual relation between the events and the treatment cannot be excluded. The reported events are addressed in the label. The case was initially reported as a non-serious case. On (B)(4) 2014, we received an updated ae form with follow-up info from the reporting physician who now had changed the seriousness assessment of the case to a serious case. For reference purposes only, this case has also been assigned the following tracking number: (B)(4)(qmed). This case was received by qmed on (B)(4) 2014 and was forwarded to valeant on (B)(4) 2014.

Event description:
This spontaneous case was received on (B)(4) 2014 from a physician (dermatologist) via qmed ((B)(4)) and refers to a (B)(6) female patient. This is a verbatim report as received from q-med. No info about medical history, concomitant medication or history of allergies. The patient had done a previous treatment with restylane perlane on (B)(6) 2009. On (B)(6) 2014, the patient was injected with 1ml perlane l (0.2ml left side and 0.2 ml right side, pix'l injection technique) in the form of hyaluronic acid and lidocaine in the corners of the mouth and with the remaining product in the nasolabial folds (fern injection technique) lot number used was 12863 and expiry date was 02/28/2017. On (B)(6) 2014, 1.5 hours after the treatment the patient had onset of swelling (implant site swelling) in the whole face with emphasis on the area above the upper lip, the cheeks and the lower eye lids and angioedema (angioedema) in the upper lip. The reporting physician has assessed the swelling as moderate to severe and has classified the adverse events as serious because there was a risk of suffocation due to the swelling and angioedema. There was no hospitalization or prolongation of hospitalization. As corrective treatment the patient cooled the affected areas with ice. On (B)(6) 2014, the patient started therapy with prednisolon as corrective treatment (40mg for 3 days, then 20mg, 10mg, 5mg for 3 days). On (B)(6) 2014, the swelling had improved. The outcome for swelling (implant site swelling) and angioedema was recovering/resolving. The reported events are addressed in the labeling. No initial corrective actions/preventative actions will be implemented by the manufacturer.